Manufacturer narrative:
The investigation has been completed. The console had a controller error due to a bad lamp on (B)(6) 2024 and then again on the complaint date of (B)(6) 2024. The console was investigated. The console was confirmed to have an intermittently failing lamp. The cause of the controller error was a bad lamp on the optical bench. E.1 added fax number as it was inadvertently omitted on the initial manufacturer device report number 1220648-2024-18408. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-18408 was submitted in accordance with updated procedures.

Event description:
The us complainant had a 5.5 support being prepped when the automated impella controller (aic) failed. The team replaced the aic and support proceeded without harm or injury from delay.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.